Event description:
A malfunction on the pump was reported by the caller, which caused the customer's blood glucose level to rise to 314 mg/dl. The customer had not taken any actions to address the elevated blood glucose level prior to contacting support. Technical support assisted the caller in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurred.